Event description:
Exact date of the event is known. Details of report are unclear. Reportedly the pt, at refill, had a change of drug from dilaudid 50mg to morphine 25/ml at 15 mg per day. Refill was done by a rehabilitation center. Pt subsequently experienced symptoms of drug overdose and was observed in a hosp coronary care unit. A dye study/rotor test is mentioned related to the event but sequence and relationship of the test to the event is unclear, and programming sequences are not available. Present status of pt is unk. Event is reportedly in subject to litigation so further info has not been shared. Explant info - unk.